Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2014. The patient was unable to recall the exact readings of the cgm and blood glucose meter at the time of the event; however, the patient reported the readings were different. The patient reported calibrating the cgm to correct the difference between the cgm and the blood glucose meter and both were reading under 55 mg/dl. At the time of the hypoglycemic event, the patient reported eating something to treat the low, and then passing out for approximately one and a half hours. When the patient regained consciousness, he reported eating something to treat the low. At the time of the call to dexcom technical support, the patient stated that he was feeling tired and required no further medical intervention.